Event description:
It was reported by service report that the IV pole was loose and could fall in an unintended direction and the brakes could not be engaged. No pt involvement or adverse consequences were reported.